Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted/explanted. Complainant device is not expected to be returned for manufacturer review/investigation. A device history record (DHR) review was performed on part# 03.812.003, lot# l269819: manufacturing location: (B)(4), manufacturing date: 28.feb 2017: no non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the surgery on (B)(6) 2017 the surgeon implanted an 11mm 10x28mm peek tpal cage in the l5-s1 disc space using the tpal handle and inserter stylet. When the surgeon was attempting to disengage the implant, the stylet would not come off. The surgeon took the tpal handle off the inserter stylet, while the inserter stylet remained attached to the 11mm implant in the patient. After wiggling and bending vigorously, the surgeon was able to remove the stylet successfully. In doing so, one tip of the claw got bent at a 90 degree angle from its prior position. No part of the stylet broke off. The instrument was placed on the back table for the remainder of the case. There was a one (1) minute delay in surgery. The case was completed successfully and without patient harm. Patient status was listed as good; stable. Concomitant devices: tpal handle (part/lot unknown, qty 1), peek tpal cage (part/lot unknown, qty 1). This report is for one (1) t-pal spacer applicator inner shaft. This is report 1 of 1 for complaint (B)(4).